Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection to the supply bag during dwell 1 of 4 of their pd treatment. The patient checked the supply bag line and confirmed that it was tight and confirmed that the connection was not loose. There were no alarms prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event. The patient stated that the fluid leak occurred on (B)(6) 2021. There were no alarms prior to discovering the fluid leak. The patient stated that the supply bag connector was leaking, on the tubing of the cycler set. The patient stated that the bag was not leaking and did not have any issues and stated that the issue was with the cassette. The patient stated that although the tubing of the cassette was leaking, they could not find the hole it was leaking from. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection to the supply bag during dwell 1 of 4 of their pd treatment. The patient checked the supply bag line and confirmed that it was tight and confirmed that the connection was not loose. There were no alarms prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event. The patient stated that the fluid leak occurred on (B)(6) 2021. There were no alarms prior to discovering the fluid leak. The patient stated that the supply bag connector was leaking, on the tubing of the cycler set. The patient stated that the bag was not leaking and did not have any issues and stated that the issue was with the cassette. The patient stated that although the tubing of the cassette was leaking, they could not find the hole it was leaking from. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.